Event description:
Additional information was received form a patient. It was reported that the circumstances the led to the wire tightening up included as soon as the implantable neurostimulator (ins) was activated in the health care provider (hcp) office, the wire running down the patient's neck began to bulge and tighten to the point where the patient could not turn their head. The patient stated that they were thinking the amplitude was too high because when the clinician started making adjustments, their other symptoms were aggravated such as leg tremors and dystonia. When the patient got home, they continued to adjust the settings, but got no relief. The patient returned to the hcp's office and the amplitude was set very low (1.8 for the left side; 1.5 for the right). Once again, the wires down the patient's neck tightened and the patient was unable to turn their head and swallow; the patient was told it was a long process to get the settings right. That night, the patient reported that they experienced considerable discomfort so the clinical programmer was notified and the patient was told to lower the amplitude or turn the stimulator off. Shortly after turning the stimulation off, the patient regained movement in their neck. The issue was still ongoing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va197vc, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va197vc, implanted: (B)(6) 2016 product type: lead .product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired if it was common for the lead to tighten in the neck "like a drum" when the implantable neurostimulator (ins) is on. It was stated that it is so tight they cannot turn their head to the right/move their neck since the week prior to date notified. The patient saw their healthcare provider (hcp) who is at a loss in regards to the situation. Therapy was turned off and the patient did not like it so they turned it back on and their symptoms returned, with the patient also having a "weird reaction" during programming. Follow up with the hcp is to be conducted. Follow up information received from the hcp on (B)(6) 2016 reported that the patient has "bowstring" effect, with all electrodes tested. Troubleshooting performed was the patient being told to turn their head side to side on (B)(6) 2016, and the cause of the tightening in the patient's neck was post-op healing. The issue has not been resolved. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.